Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 8/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/08/2016 with the following findings: a review of the pump¿s black box data history showed multiple pump reboot events. During visual inspection of the pump, it was observed that the battery compartment had two cracks and there was moisture in the compartment. A leak test was performed and failed due to a crack in the battery compartment along the side. The battery compartment was also cracked from the case seal traveling to the bumper and no leaks were found at this location. The pump¿s cover was removed and moisture found on the printed circuit board (pcb) and on the keypad flex connector. The pump was exercised for 24 hours with no loss of power occurring therefore the initial complaint about a power issue could not be duplicated during this investigation.